Manufacturer narrative:
Malfunction 0: the failure investigation has been completed and the alleged issue was verified. Additionally, it was reported that a malfunction 3 was identified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.